Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00311. Follow-up revealed both leads had migrated. The patient underwent surgical intervention on (B)(6) 2017. Both leads were explanted and replaced with a single lead (different model).

Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00311. Follow-up revealed the issue was resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2017-00311. It was reported one of the patient's leads had migrated (confirmed by x-rays) due to a bumpy car ride. The patient started to experience ineffective's stimulation in the low back area along with a burning sensation. The migrated lead was turned off and the burning sensation diminished afterwards. As a result, the patient will undergo surgical intervention.